Event description:
It was reported that the system would not boot. There is no report of death or serious injury associated with the event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.